Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Patient requested to keep it.

Event description:
A removal of t2 nail was reported.

Manufacturer narrative:
As no item was returned function and dimension could not be checked. The device history could not be reviewed because a lot-no was not provided. The complaint history and the CAPA databases and risk analysis could not be reviewed due to missing product identification and due to unclear impairment of patient. General aspects: stryker implants are single use devices intended for the temporary fixation, correction or stabilization of bones. Stryker implants include varying designs of internal fixation devices and auxiliaries manufactured from materials recognized and accepted for implantation into the body. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the operation technique(s) are presented in the appropriated operation technique. In this case received x-rays revealed a broken t2 locking screw placed in the calcaneus from posterior. The screw had completely broken posteriorly of the nail. As the nail had been locked with each a screw in both oblong drill holes in dynamic manner, only, the nail had most likely subsided after screw breakage. The use of a second locking at proximal and distal would at least have shared the applied axial load. It could not be determined if the patient¿s weight had contributed to the event. With available information a more precise statement was not possible from technical point of view. A medical review was not necessary because x-rays enabled a technical conclusion. In case further relevant information or the item(s) should become available, we reserve the right to update the investigation and change the root cause. According to available information the event was most likely caused by the kind of treatment. A deficiency of the product was not be verified.

Event description:
A removal of t2 nail was reported.